Event description:
Staff reported that the brake and steer functions were not working well on this stretcher. No injury alleged.

Manufacturer narrative:
Tech - staff reported that the brake and steer functions were not working well on this stretcher. I found that both positions would engage and that all wheels locked, but that the rh ft caster swivel would not lock. I replaced this caster to correct. Additionally. I found that both set screws in the hex rods were broken off inside the rod and that it appeared that someone had attempted to drive out the rods before removing the screws . I replaced the rods and screws to assure that they stay in position. I further adjusted and lubricated the brake steer linkage and assured proper operation of both.